Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose over the previous two weeks and e4 occlusion errors on the infusion device. Blood glucose levels were not provided. On one occasion, the infusion cannula was bent when pt changed the headset. Insulin did not leak at the infusion site. There were no concerns when preparing the infusion set, and the headset was inserted with the insertion device. Blood glucose elevated the day after inserting the headset, and pt changed the headset and blood glucose decreased to his normal range. Infusion set is not available to be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional attempts to reach pt were not successful.